Event description:
This trial lead was intended for pt implant. During the surgical procedure, invalid impedance measurements were observed. Efforts to resolve this matter through movement of the lead and replacement of the trial cable and stimulator proved unsuccessful. A new lead was used to complete the procedure. Although impedance issues were observed on the new lead, they were resolved post operatively with the change in the pt's body position. No further complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.